Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("dysmenorrhea") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and endometriosis ("endometriosis"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy and cystoscopy). Essure was removed. At the time of the report, the dysmenorrhoea, menstrual disorder and endometriosis outcome was unknown. The reporter considered dysmenorrhoea, endometriosis and menstrual disorder to be related to essure. The reporter commented: plaintiff suffered from emotional anguish and physical pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: essure device was successfully occluded. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea/ dysmenorrhea (cramping)') and genital haemorrhage ('abnormal bleeding') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, hemorrhagic cyst and depression in (B)(6) 2012. On (B)(6) 2016 diagnostic laparoscopy was performed. Previously administered products included for prevent pregnancy: mirena from (B)(6) 2010 to (B)(6) 2011. Concurrent conditions included loop electrosurgical excision procedure since (B)(6) 2012, vaginal itching, vaginitis, bacterial infection, cough, diarrhea, vaginal yeast infection, dysplasia, cervical intraepithelial neoplasia iii, low back pain, cramp in lower abdomen, chromaturia, abdominal pain, pap smear abnormal, musculoskeletal pain, musculoskeletal discomfort, swelling nos, tobacco abuse, latex allergy, allergic rhinitis and ovarian cyst. Concomitant products included ethinylestradiol; levonorgestrel (aviane) from (B)(6) 2011 to (B)(6) 2012 for contraception, bupropion hydrochloride (wellbutrin) since 2008 to (B)(6) 2012 for depression as well as cyclobenzaprine, ibuprofen from (B)(6) 2013 to (B)(6) 2014, miconazole since (B)(6) 2018 and oxycodone hydrochloride;paracetamol (percocet) (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 2 months 14 days after insertion of essure. On (B)(6) 2016, the patient experienced endometriosis ("endometriosis") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, menstrual disorder, endometriosis, vaginal infection, depression, anxiety, dyspareunia, vaginal discharge, weight increased and fatigue outcome was unknown and the genital haemorrhage and pelvic pain had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, menstrual disorder, pelvic pain, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff suffered from emotional anguish and physical pain. Discrepancy noted in essure implant date (B)(6) 2011 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Essure devices in good position with bilateral corneal tubal occlusions. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs received : events added- genital haemorrhage. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("dysmenorrhea") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and endometriosis ("endometriosis"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy and cystoscopy). Essure was removed. At the time of the report, the dysmenorrhoea, menstrual disorder and endometriosis outcome was unknown. The reporter considered dysmenorrhoea, endometriosis and menstrual disorder to be related to essure. The reporter commented: plaintiff suffered from emotional anguish and physical pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea/ dysmenorrhea (cramping)') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and hemorrhagic cyst. Previously administered products included for prevent pregnancy: mirena from june 2010 to 7-nov-2011. Concurrent conditions included loop electrosurgical excision procedure since (B)(6) 2012, vaginal itching, vaginitis, bacterial infection, cough, diarrhea, vaginal yeast infection, dysplasia, cervical intraepithelial neoplasia iii, low back pain, cramp in lower abdomen, chromaturia, abdominal pain, pap smear abnormal, musculoskeletal pain, skeletal pain, swelling nos, tobacco abuse, latex allergy, allergic rhinitis and ovarian cyst. Concomitant products included ethinylestradiol;levonorgestrel (aviane) from 7-nov-2011 to 9-jul-2012 for contraception, bupropion hydrochloride (wellbutrin) since 2008 to march 2012 for depression as well as cyclobenzaprine, ibuprofen from october 2013 to january 2014, miconazole since (B)(6) 2018 and oxycodone hydrochloride;paracetamol (percocet)19-oct-2016 to march 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 2 months 14 days after insertion of essure. On (B)(6) 2016, the patient experienced endometriosis ("endometriosis") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, menstrual disorder, endometriosis, vaginal infection, depression, anxiety, dyspareunia, vaginal discharge, weight increased and fatigue outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menstrual disorder, pelvic pain, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff suffered from emotional anguish and physical pain. Discrepancy noted in essure implant date (B)(6) 2011 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Essure devices in good position with bilateral corneal tubal occlusions. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: plaintiff fact sheet and medical records were received. Events per pfs: vaginal infection, depression, mental anguish, dyspareunia (painful sexual intercourse), pain, vaginal discharge, weight gain and fatigue. Medical history, concurrent condition and concomitant medication were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.